Manufacturer narrative:
Product analysis: the tip of the driver's head is broken and twisted. There is some angulation to the break and material flow in dictating the driver was being turned in the clockwise direction. The damage appears to be the result of overload since the material hardness is in spec. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during breaking off the set screws the star tip on the driver got stripped during surgery, but it was still usable so the surgeon completed the surgery without any issues.